Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The device has been returned for evaluation; the investigation is confirmed for a break. However, the investigation is inconclusive for the reported failure to insert guidewire issue as functional testing could not be performed due to the condition of the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly experienced a break and a failure to insert guidewire issue. This information was received from a single source. The malfunction reported no patient involvement. The patient¿s age, weight, and sex were not reported.